Event description:
Complainant alleged that the physician was setting the device up to monitor the pt (age and gender unk), but when the device was turned to monitor mode, the crt displayed a green light over the entire screen and the device emitted a continous tone. There was no indication of any adverse effect on the pt as a result of the reported malfunction.